Event description:
Hill-rom tech alleged that the brakes were not holding at the foot end of the stretcher.

Manufacturer narrative:
Tech found that the rocker arm was broken causing the foot end brakes not to engage. He installed the transtar brake/steer upgrade on the foot end of the stretcher and the brakes functioned properly. He found the stretcher out of service in a storage room and there were no alleged injuries.